Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated no anomalies were found. The helix of the lead was extrinsically bent, and the distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that the dried tissue/body fluid in the sleevehead prevented the helix from extending and retracting and is not a lead failure. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was relocated several times during the initial implant procedure and subsequently the leads helix would no longer deploy. A different venous access was necessary to place a different rv lead. The lead was replaced. No patient complications have been reported as a result of this event.